Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 221579817 was returned and analyzed. Visual inspection showed the introducer was missing, and that the loop was kinked. In conclusion, the mapping catheter failed the returned product inspection due to a kinked loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.